Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient suffered from hyperglycemia and diabetic ketoacidosis on (B)(6) 2017. The blood glucose level of the patient was 475 mg/dl then 573 mg/dl one hour prior to hospitalization. No further information was available.